Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. Fse conducted follow-up with the customer over-the-phone to address the reported event. The fse requested the customer to check the waste line. Customer found waste line inserted too far into the waste container below fluid level causing an air pocket which caused fluid waste not to drain properly and back up and flow into dilution well and onto the table. Customer corrected tubing and confirmed they no longer have an issue. The instrument is functioning as intended and was released. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from the 3rd of june 2017 through awareness date on (B)(6) 2018. There were three (3) similar complaints including this one identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6 troubleshooting, states the following: error message: 200 area low error. Explanation: the peak area which does not reach the minimum required area (50) occurred three times in series. Countermeasure: check the samples, buffers, and hemolysis and wash solution. The most probable cause of the reported issue was due operator error. The fluid waste tube was inserted too far into the waste container causing waste fluid to back up into the instrument. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 200 area low error and the base plate was flooded on their g8 instrument. Customer checked the sample probe for straightness and occlusion and no errors were found. The technical support specialist (tss) had the customer check waste tubing for kinks and occlusions and no errors were observed. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.